Manufacturer narrative:
Product: hrs. Lot number initially reported as 2352526. Device report lot number is 2406843. A review of the device history records was performed and no complaint related issues were found. Placeholder.

Event description:
Device report from synthes (B)(4) reports an even in (B)(6) as follows: it was reported that on (B)(6) 2009 the patient was injured in a traffic accident. The doctor completed the left femur operation in (B)(6) hospital on (B)(6) 2009. The patient returned home to recuperate on (B)(6) 2009. The patient felt pain in his left leg on (B)(6) 2011. The patient went to (B)(6) hospital and found that the steel plate fractured and there was a nonunion. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
(B)(4).